Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the health care professional (hcp) tried to interrogate this patient with a pacemaker however, it was unsuccessful. The patient was sent to the emergency room (ER) and was told the device was found to be in safety mode. It was noted the patient is dependent on therapy. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there was observations of oversensing and the patient feeling dizzy. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) tried to interrogate this patient with a pacemaker however, it was unsuccessful. The patient was sent to the emergency room (ER) and was told the device was found to be in safety mode. It was noted the patient is dependent on therapy. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) tried to interrogate this patient with a pacemaker however, it was unsuccessful. The patient was sent to the emergency room (ER) and was told the device was found to be in safety mode. It was noted the patient is dependent on therapy. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there was observations of oversensing and the patient feeling dizzy. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.